Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps biomechanical overload, pain, increased sensitivity, inflammation, mobility. A partial prosthesis was put in after 9 weeks of osseointegration, possible overload. Waiting to be able to put another implant posteriorly (which also failed). Perhaps patient's immunity too low ((B)(6)).